Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had some drainage from the ipg site. The physician believed that infection may have been procedure related. The patient had wound debridement and antibiotic treatment (vancomycin). The patient underwent a revision procedure. No malfunction was suspected. The patient was doing well postoperatively.